Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is being considered for a revision surgery on an unknown date for unknown reasons. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-00123, 0001825034-2019-00124. Concomitant medical products: unknown maxim femoral, unknown maxim tibial tray. Reported event was confirmed by review of x-rays, which noted that within both knees there is metal-on-metal appearance of the medial compartments. There is also a small metallic fragment medial to the right knee joint. Device history record (DHR) review was unable to be performed as the item and lot number of the devices involved in the event is unknown. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date. Subsequently the patient is being considered for revision due to poly wear and implant fracture. There is no additional information at this time.